Manufacturer narrative:
Submit date: 09/08/2016. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that an issue occurred with an enteral feeding pump. The customer reported a feeding problem. No patient involvement/harm. Attempts to retrieve additional information were made on 09/02/2016, 09/06/2016 and 09/08/2016. To date there has been no reply. If additional information is received the file will be updated.

Manufacturer narrative:
Submit date: 03/14/2017. An evaluation was performed for kangaroo pump for the reported condition of the unit experiencing a feeding problem. The unit was triaged and the reported issue could not be confirmed at this time. A review of the device history record shows that this unit was manufactured in 2008 and was released meeting all manufacturing specifications.